Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during a resuscitation on a (B)(6) old female, the staff fired the defibrillator and noticed a spark. Upon inspection of the pads, the found that one of the pads separated from the gel. The gel stuck to the pt and the pad came off. The customer reports that no one was injured and the pt did not appear to have been burned. They replaced the defibrillation pads with another set of same covidien defibrillation pads. The customer further reports that everything is fine with the pt.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.